Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to lead dislodgement.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.